Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller. Section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported the patient was on impella rp flex support and during support, flows dramatically decreased and the pump was thought to have a clot. At this time, the patient was turned and a ¿placement signal not reliable¿ alarm appeared. Labs and imaging were sent in and the patient was found to have hemolysis. The pump was explanted.

Manufacturer narrative:
The investigation of hemolysis, low pump flow, thrombus, and optical signal issue has been completed. The impella device was not returned for evaluation. Hemolysis: data log review showed suction occur early on in the case. Motor current (mc) spike greater than 1600 ma occurs at 10:40 on 26 jun 25. Also, there was again a small mc spike and drop in flows. Prior to the mc spike, mc was shifting down while placement signal (ps) trending up on 29 jun 25 relative to hemolysis event reported. This failure type indicates biomaterial ingestion. The cause of the hemolysis was most likely biomaterial ingestion based on log analysis and clinical review. Low pump flow: this failure type indicates biomaterial ingestion. The cause of the low pump flow was most likely biomaterial ingestion based on log analysis and clinical review. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. Optical signal issue: the cause of the optical signal issue was most likely biomaterial interaction with sensor based on log analysis and clinical review.